Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen. 2 results from the cobas 8000 c702 module. Sample 1 initial result was 6.8 mg/dl and the repeat result from another c702 analyzer was 9.4 mg/dl. Sample 2 initial result was 7.0 mg/dl and the repeat result from another c702 analyzer was 9.7 mg/dl. Sample 3 initial result was 8.1 mg/dl and the repeat result from another c702 analyzer was 10.1 mg/dl.

Manufacturer narrative:
The day of (B)(6) 2024 calibration had alarms. The alarm trace contained calibration errors and aspiration alarms around the date of event. The field service engineer found the sample probe was misadjusted to the wash station. He adjusted the sample probe, performed mechanical checks that passed, and performed calibration successfully. He ran precision and qc that passed. The investigation determined the service actions resolved the issue. The customer did not report any other issues after service.